Event description:
Boston scientific received information that this implantable cardioverter defibrillator (ICD), right atrial (ra) and right ventricular (rv) leads exhibited a drop in pace impedance value and pacing threshold had also increased. Furthermore, the rv lead exhibited no capture. The physician opted to reposition both leads and was successful. Attempts to obtain additional information were unsuccessful. The system remains in service. No additional adverse patient effects were reported.

Manufacturer narrative:
(B)(4). As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.